Event description:
The pt reported that his insulin infusion device displayed an e10 (cartridge error) message this morning. He stated that while he was changing his insulin cartridge, the black threaded cap came off of the end of the piston rod of the infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.